Event description:
Caller alleged discrepant results (accuracy and precision) comparison of inratio test compared with lab results. Results as follows: meter-inr: 2.7, lab-inr: 1.6 (unk fs meter); meter-inr 2.2, lab-inr: 1.6 (hospital lab). Inratio-2.7. Fs meter (dr. Office) - 2.2. Inratio-2.2. Hospital lab - 1.6. Inratio precision data provided by end-user. Lot: ist-inr = 2.7, 2nd-inr = 2.2.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: n/g. Inratio: 2.7, ref: 1.6, mean: 2.15, confidence-limits: 1.4-3.1; inratio: 2.2, ref: 1.6, mean: 1.9, confidence-limits: 1.3-2.7. Inratio precision data provided by end-user. Lot: 1st-inr = 2.7, 2nd-inr = 2.2. Inratio meter: mean: 2.45, sd: 0.3535, %cv: 14.35. Summary: end-user reported discrepant test results. Pt info was not known. Data will be analyzed as product accuracy for doctor's test is a ref test. Mean calculation revealed both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Further testing is not required at this time. This failure mode will continue to be monitored to determine if future corrective action is warranted. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint are not expected to return.